Event description:
It this is filed to report difficult clip deployment. It was reported the mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The patient had a rotated heart due to scoliosis and an enlarged left atrium compressing the right atrium. The first clip was implanted without issues. To further reduce mr, a second clip was advanced to the mitral valve. The clip was placed lateral on a2/p2. During deployment, when retracting the actuator knob the clip did not initially detach from the mandrel. After approximately 30 seconds of troubleshooting, the clip detached from the mandrel. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, the query identified no other incidents reported for difficult to open or close from this lot. Based on the available information, a cause for the reported difficult or delayed activation could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.